Manufacturer narrative:
Info regarding this event was evaluated and discussed with the user. The event is attributed to use error when the surgeon inadvertently activated the device by leaning on it.

Event description:
Pt received an 8cm burn on abdomen thru 3 layers of sterile drapes as a result of the surgeon leaning on the button of the device inadvertantly activating it for 2-3 minutes. Volume control on generator was turned low, so the staff didn't hear activation until they noticed "steam" coming from the drapes.